Event description:
Balloon of foley would not deflate and required intervention of urologist.

Manufacturer narrative:
It was reported that a home health nurse was unable to deflate the balloon of a suprapubic catheter in preparation for the catheter's removal. The patient was sent to the ER and the patient was asked to return the next day so that the urologist could change the catheter. The catheter was changed without injury to the patient. When the deflation concern was identified, it is not known if the balloon inflation port was cut to allow the balloon to passively deflate on its own and allow for the catheter removal. It is also not known why the catheter change was not performed during the ER visit. No additional details were provided. The actual sample was not returned for evaluation. An unused sample was returned by the end user. The balloon was tested. It inflated and deflated with the aid of a syringe. We could not duplicate the reported concern. We have no trend for this issue with this catheter. A root cause was not determined and no corrective action is being taken at this time.